Event description:
On (B)(6) 2012 the patient reported that he thinks the ok button is sticking. He says it is also cancelling bolus doses and he cannot get into the main menu. He denies pressing any buttons to cancel the bolus doses. He denies that the keypad is torn. He mentioned he ate, gave a bolus and his blood glucose level felt high. He noticed that the bolus dose he programmed was not delivered and his blood glucose level was up to 405 mg/dl. He did not mention any symptoms and has not checked for ketones. He said his blood glucose level is now corrected. The situation is not indicative of a serious diabetic injury. This complaint is being reported based on the alleged keypad issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):on investigation, there is no visible damage to the keypad. Testing confirmed intermittent responsiveness of the keypad buttons requiring multiple presses with excessive force to evoke a response. The contrast button is unresponsive when pressed with no audible alarm to alert of the unresponsive contrast button. None of the keypad buttons have normal spring back or click. The keypad was removed for investigation, revealing corrosion present under the contacts of all buttons. The pump was opened to check for internal moisture revealing no evidence of internal moisture.